Event description:
The customer reported that while the unit was in use on a pt, the system failed and the keyboard was illuminated and locked up. The customer cycled the power on the unit. The unit functioned normally for approximately an hour, and failed again. The pt was switched to another unit and therapy was continued. No pt injury was reported.